Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear selected for a pulsed field ablation procedure. During the procedure, air was detected in the flush port of the sheath when a farawave catheter was placed into the sheath after ra mapping. The farawave catheter and starter guidewire were inside the sheath prior to, and/or at the time, the air was observed. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to return for analysis as it was discarded.

Event description:
It was reported that faradrive steerable sheath clear selected for a pulsed field ablation procedure. During the procedure, air was detected in the flush port of the sheath when a farawave catheter was placed into the sheath after ra mapping. The farawave catheter and starter guidewire were inside the sheath prior to, and/or at the time, the air was observed. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to return for analysis as it was discarded. It was further reported that the position of the guidewire was at the point of the farawave tip when the farawave catheter was inserted into the faradrive sheath. No issues were noted during preparation of the sheath. A pump was used for the irrigation of sheath. No air was seen in the patient.

Manufacturer narrative:
B5: describe event or problem - updated with additional narrative. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.